Event description:
It was reported that the patient experienced inappropriate high voltage therapy in response to atrial fibrillation (af) falling into the therapy zone of ventricular tachycardia (vt). Technical support was contacted and the device was reprogrammed to resolved the event. Additionally, the patient received new medication to resolve the event. The patient was stable and will continue to be monitored.